Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports completed 8th step of top trays having to wear the retainer when not eating or brushing the teeth, but it hurts to put them back in, and there's a lump behind the front top teeth. This causes occasional bleeds, the gums above the top teeth are receding and it hurts to brush teeth near the top front teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.